Event description:
Patient information: this issue occurred during evaluation of the machine, at which time a patient or a donor is not connected, therefore there was no patient or donor information available.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a defective return line air detector (rlad). The patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: defective rlad, cause of the defect is unknown. Field diagnostic/correction: the service technician replaced the return line air detector. Corrective action: an internal CAPA has been initiated for evaluation of rlad issues.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Received an optia rlad. Visual inspection revealed no anomalies. Performed rlad functional test; rlad failed the functional test. Was able to identify the issue that could lead to the reported problem. Defective rlad. It would not detect fluid. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.